Event description:
Product was returned without authorization. There was no communication regarding the reason for the return of this product. No additional information is provided.

Manufacturer narrative:
Findings: unit had a cracked end with motor assembly extending outside the case. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to cracked end with motor assembly extending outside the case. Unit had a scratched display window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. (B)(4).